Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, the left atrial disc did not lie flat and had a bulb-shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A decision was made to replace the device with a 30mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patent reported was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.